Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor smooth round moderate profile 250cc saline prosthesis, catalog: 3501635, lot: 08509. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/25/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 5/24/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate profile 250cc saline prosthesis. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral breast prosthesis replacement on (B)(6) 2018. The device was received at mentor without fluid. Brown material was observed within the device. During initial examination a crease was observed on the anterior aspect. A rent was also observed within the crease, measuring approximately 0.4 cm. No other anomalies were discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. At this time is not possible to determine the origin of the brown material observed. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 08509 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).